Manufacturer narrative:
Hill-rom contacted the facilities biomed dept to determine the resolution of the alleged malfunction. The facilities biomed was not aware of this problem and the individual who called was no longer at the account.

Event description:
Alleged the head section will not lower completely down.